Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/24/2015 and evaluated by lifescan product analysis on 4/28/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 05/05/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter displayed inaccurate high readings. The complaint was classified based on documentation from the customer care advocate (cca). The patient advised that the alleged product issue began on ¿(B)(6) 2015, 11:00am¿. The patient stated that he obtained a blood glucose result of ¿543mg/dl¿ on the subject meter, compared to feelings/normal results. The patient manages his diabetes ¿shots (other than insulin) and reported taking less food and/or drink as part of his usual diabetes management regimen as a result of the alleged product issue. The patient reported that on ¿(B)(6) 2015, 2:00pm¿ he developed the symptom of ¿shaky, dizzy, anxious, weakness, irritable and thirst¿ after the alleged issue had begun. The patient reported self-treatment with food and/or drink. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure. In addition the patient did not have control solution to walk through a retest; the test strips were stored correctly and within product expiry date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.